Event description:
A malfunction alarm was reported, and the customer's blood glucose level reached 598 mg/dl due to the issue. The customer managed the high blood glucose level with a correction injection via multiple daily injections without assistance from a third party. Technical support resolved the problem by sending the customer a replacement pump with updated software, providing instructions for using and storing the pump, ensuring the shipping address was confirmed, and advising the customer to return the faulty pump within 10 days. The customer understood and acknowledged all instructions provided.